Event description:
My wife and I used the malem bedwetting alarm for the first time on our son. The device failed to operate correctly and has actually burnt my boy's neck. The burns were very minor, nevertheless, they are to be reported. The alarm itself was hot and acted strange. The batteries had to be pulled out to turn it off. We reacted on time or he could have been burnt badly.